Event description:
It has been reported to philips that the device displayed "dpm failure" error during preventative maintenance.

Event description:
It has been reported to philips that the device displayed "dpm failure" error during preventative maintenance.

Event description:
It has been reported to philips that the device displayed "dpm failure" error during preventative maintenance.